Event description:
A medtronic representative reported that, while in a cranial procedure, black camera status when attempting to navigate instruments optically with the mach cranial software. In trouble-shooting, the medtronic representative powered the navigation system down a few times and reconnected the camera cable, however, the positioning sensor unit (psu) began to cycle after the system was turned on. A second navigation system was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the alternate navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). The issue was resolved by bringing in an alternate navigation system to continue the procedure to completion. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.